Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx sling was used on a trans-obturator tape sling procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, the trochar perforated the bladder. The physician removed the sling, placed a foley catheter in the patient and ended the surgery. The patient's condition at the conclusion of the procedure was reported to be stable.